Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid, severe pain and felt nauseous. The cause of the event was not reported. It was reported an ambulance was called; however, it was not reported if the patient was hospitalized for the event. Treatment for the event and patient outcome were not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.